Event description:
It was reported that during an unknown procedure, the device could not be fired at the second stroke with the first reload unit. The surgeon felt less force when firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Release button. The ec60 device was returned with the anvil and the closing trigger in the closed position. The device was received with a partially fired reload present. The device was opened by applying a reverse force to the closing trigger and pressing the release button simultaneously. The firing mechanism was noted to be damaged; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the side release button was noted to be damaged, this is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.